Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer confirmed that they powered off between scopes. Tac suggested one more step to clean the socket on the light source, but the customer wanted to send the unit in directly. The device was returned to olympus for evaluation, and the customer's allegation of a b30 error was not confirmed. However, the device evaluation found the front panel mouth was cracked. There were deep scratches on the top cover with metal expose. Worn-out socket slider switch causes intermittent use of high-intensity mode. Corrosion inside scope socket tubing and inside air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the light source had a b30 scope communication error with two 190 series scopes. The issue was found at preparation for use. There were no reports of patient harm.